Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels elevated to 32 mmol/l with medium to high ketones, nausea, and vomiting. The patient confirmed changing out the infusion set 3 times in 3 days. The patient also reported changing out the insulin but blood glucose levels remained elevated. The reporter denied any bleeding or leaking at the site and confirmed rotating sites and avoiding areas of scar tissue. During a review of the pump history, the patient reported a discrepancy between the bolus history and the total bolus included in the total daily dose record for (B)(6) 2013. The total daily dose reportedly showed 12.45 units of bolus delivery while the bolus history totaled 21.05 units. This report is made based on the allegation that the patient experienced hyperglycemia associated with a discrepancy in the bolus record.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the basal and bolus totals for correctly equal the total daily dose for that day. A 10 unit normal and audio bolus were performed and successfully recorded in the pump history. The ok and contrast keypad symbols were observed to be worn. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification. Investigators were unable to duplicate the complaint during the investigation. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.